Manufacturer narrative:
Suspect updated from pri tubing to; 10010453. The customer¿s report of the tubing came apart at filter was confirmed. Visual inspection observed that the set¿s pvc tubing sleeve was separated from the micron filter outlet port. Dimensional analysis verified that the filter outlet port was within specification(s). The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Signs of insufficient solvent was observed on the end of the pvc tubing sleeve where it is inserted onto the filter¿s outlet port spigot. No other abnormalities were observed on the set during visual inspection. The root cause was identified as insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and micron filter¿s outlet port

Event description:
It was reported that the tubing came apart at the filter while total parenteral nutrition (tpn) was infusing. The (tpn) was discarded and replaced with another unspecified fluid. Also, it was confirmed that there was no patient impact or harm as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing came apart at filter while total parenteral nutrition (tpn) was infusing. The tpn was discarded and was replaced with another unspecified fluid. There was no patient harm.